Manufacturer narrative:
Evaluation: a partial iab, consisting of only the balloon membrane, was returned for evaluation with two large dried blood clots noted within the membrane (at the balloon tip and proximal taper). The membrane interior was also filled with dried blood. The membrane at the proximal taper was observed to be stretched. The inner lumen within the membrane was noted to be severely kinked and elongated. Smooth-edged penetrations were noted in the membrane. Underwater leak testing revealed the primary leak site in the membrane (located approx. 1.75" distal to the proximal end of the membrane) which caused blood to enter the device. Under microscopy, a ragged-edged penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. In addition, abrasion marks were noted on the membrane surface. The ragged-edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is note entirely uncommon and has been rpt'd in the literature on various occasions. Unfortunately, all intra-aortic balloons are the possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and on the size and shape of the aorta, as well as the balloon's position in relation to that plaque. The physical evidence (large blood clots within the iab membrane/smooth-edged penetrations) and rpt'd problem is consistent with that of an iab which became entrapped and needed to be surgically removed from the pt. The smooth-edged penetrations in the membrane most likely resulted during balloon removal when the membrane cam in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If, for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation,

Event description:
The pt was very ill. The dr had difficulty inserting the iab into the pt because the pt had a tortuous aorta. After iabp for three days, the iab leaked. Blood was noted in the tubing. The dr had a lot of difficulty removing the iab, and a portion of the pt's aorta was removed when the iab was removed. The pt was taken to the o.r. To have the rest of the iab surgically removed. As a result of the event, the pt lost a lot of blood. The pt went on to expire. At this time, it is unknown if the event contributed to the pt's death. (Event complications: torn aorta/surgery/loss of blood/expired)-rpt'd 2/21/97. (Pt's current status: expired- rpt'd 2/21/97.)